Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patients left ventricular (lv) lead became dislodged and exhibited no capture and high thresholds. The lead was explanted and a epi-cardial lead will be placed at a later time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.